Event description:
Title: clipless internal mammary artery harvesting for minimally invasive coronary artery bypass grafting using the shear-tip harmonic scalpel. Authors: yong chae jung1, yooyoung chong1, min-woong kang1, sung joon han1, hyun jin cho2, sang-jun park2, man-shik shim1. Citation: j thorac dis 2024;16(6):3711-3721 / https://dx.doi.org/10.21037/jtd-23-1810. This retrospective, observational, nonrandomized study aimed to assess the utility of the shear-tip harmonic scalpel in patients undergoing minimally invasive coronary artery bypass grafting (micabg). From april 2019 to may 2023, a total of 39 patients (27 male and 12 female; mean age of 70 [30¿86] years) who underwent micabg were included in the study. The primary reasons for micabg were single-vessel disease requiring revascularization in 24 patients, frailty in 11 patients, and part of a hybrid procedure in 6 patients. Five patients without angina had severe frailty and poor activity performance. The ima was harvested using the shear-tip harmonic scalpel (harmonic hd 1000i shears, ethicon endo-surgery, cincinnati, oh, USA) with a clipless skeletonized technique. In this cohort, 5 patients underwent complete endoscopic harvesting, while 34 patients underwent direct visualization harvesting through minimal thoracotomy. Reported complications include surgical wound infection (n=2). In conclusion, the utilization of shear-tip harmonic scalpel for ima harvesting in micabg is feasible and yields stable early results.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. B3: publication year of 2024. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.